Event description:
It was reported that a patient¿s ilet touchscreen did not respond during setup after the patient received a replacement device, preventing selection on a setup screen and navigation away from that screen; a subsequent third party was able to interact with the same ilet, indicating the device functioned when operated by another user, and an additional replacement was arranged. Symptoms included inability to interact with the device interface. Outcomes included disruption of device use without reported injury, medical intervention, or hospitalization. Investigation included guided troubleshooting steps and a third-party interaction check. Investigation of this case revealed that the device responded to third-party input, which is consistent with normal device function and suggests a user-interface interaction issue rather than a hardware failure of the touchscreen or display assembly. It was concluded, based on previously established findings for similar reports, that user-interface interaction factors were the most probable cause.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.